Event description:
It was reported that during follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Patient condition is good. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.